Manufacturer narrative:
Correction: h6 and a4 - patient weight.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed post paced t wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were made. There were no patient consequences.